Event description:
A falsely depressed troponin I result of 0.00 ng/ml was obtained on a pt sample. The testing was repeated on an alternate analyzer and a troponin I result of 12.1 ng/ml was obtained. The test was repeated on the original analyzer and a result of 14.4 ng/ml was obtained. It is unk if the specimen was the same smaple or a redraw. It is unk if the results were reported to the physician. No info was provided regarding pt treatment. Unable to determine adverse health effects due to falsely elevated troponin I results. Analysis of instrument data indicated multiple negative results for all levels of qc, indicating operator error in programming position of samples or removing sample from segment after level sensing but prior to sampling.